Event description:
The device was returned for a som crash. The som crash could not be confirmed but the som will be replaced as a precautionary measure. During investigation, unable to reproduce som crash during testing and pump is working normally. Internal investigation found no damage. Log files are inconclusive as to whether the pump was running at least 5.9.2 software at the time of the crash.

Event description:
The following has been reported: biomed reported: pump that's frozen and alarming for no apparent reason. The nurses had been trying to set it up for infusion, and neither loading a cassette nor unloading the cassette stopped the alarming. Customer looked at it personally while it was doing this, and there were no pop ups on the screen to explain the alarm state. For that matter, the device didn't respond to touching the touch screen or pressing the back button. Customer was able to shut it off by holding the power button and took it from service for testing. After turning it off and back on again, haven't been able to recreate the problem, and haven't found anything on the pump dashboard to indicate and error. A preliminary review identified the following issue: processor hardware failure (linux core) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.